Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, 2714 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery? No. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("medical device removal/perforated essure on the right side and nearly perforated on the left") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cesarean section, anxiety, breast feeding, previous caesarean section, parity 3, multi gravida, ovarian cyst, pelvic pain and endometrial ablation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, 2581 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepancy noted: removal date: as per argus: (B)(6) 2018; as per mr: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: essure procedure confirmed: no free spillage of contrast material, no evidence of fallopian tube potency. Impression: successful essure procedure. [Pathology test] on (B)(6) 2018: gross description: the first specimen, "right essure and tube" consists of 2 portions of fallopian tube measuring 1.5 cm and 6.9 cm in length by up to 0.5 cm in diameter and a coiled wire measuring 1.3 cm in length by 0.2 cm in diameter with an attached non-coiled wire measuring approximate 16.5 cm in length by less than 0.1 cm in diameter. The second specimen, "left tube and essure" consists of 2 portions of fallopian tube measuring 0.6 cm and 7.2 cm in length by up to 0.6 cm in diameter and a coiled wire measuring 1.4 cm in length by 0.2 cm in diameter with attached and wire that is twisted around it self. There is some tissue within the coils. Microscopic : sections of the right fallopian tube show focal scarring and chronic inflammation. The majority of the sampled fallopian tube is unremarkable. There is no evidence of malignancy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("medical device removal / perforated essure on the right side and nearly perforated on the left") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cesarean section, anxiety, breast feeding, previous caesarean section, parity 3, multi gravida, ovarian cyst, pelvic pain and endometrial ablation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, 2581 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: more than one essure related surgery? No. Discrepancy noted: removal date: as per argus on (B)(6) 2018. As per mr: on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: essure procedure confirmed: no free spillage of contrast material, no evidence of fallopian tube potency. Impression: successful essure procedure [pathology test] on (B)(6) 2018: gross description: the first specimen, "right essure and tube" consists of 2 portions of fallopian tube measuring 1.5 cm and 6.9 cm in length by up to 0.5 cm in diameter and a coiled wire measuring 1.3 cm in length by 0.2 cm in diameter with an attached non-coiled wire measuring approximate 16.5 cm in length by less than 0.1 cm in diameter. The second specimen, "left tube and essure" consists of 2 portions of fallopian tube measuring 0.6 cm and 7.2 cm in length by up to 0.6 cm in diameter and a coiled wire measuring 1.4 cm in length by 0.2 cm in diameter with attached and wire that is twisted around it self. There is some tissue within the coils. Microscopic : sections of the right fallopian tube show focal scarring and chronic inflammation. The majority of the sampled fallopian tube is unremarkable. There is no evidence of malignancy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated, event "medical device removal updated to fallopian tube perforation". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011 the patient had essure inserted. On (B)(6) 2018, 2714 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.